Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the lock/unlock screen. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer loaded a new cartridge and was able to clear the alarm and resume insulin therapy. Customer's blood glucose was 303 mg/dl.